Manufacturer narrative:
Gtin: unknown.

Event description:
A 21mm epic stented porcine valve was implanted on (B)(6) 2011. An echo showed an enlarged aortic root and peak velocities similar to pre-implant. A trans-esophageal echo on (B)(6) 2015 showed mild to moderate aortic restenosis and the patient was referred for surgical evaluation. Per report, the epic valve was explanted (B)(6) 2015 due to valvular dysfunction and a 21mm trifecta valve was implanted.

Manufacturer narrative:
The results of this investigation concluded there was circumferential fibrous pannus ingrowth on the inflow surface of all three cusps, which narrowed the inflow diameter. Cusp 3 was retracted and unable to be brought to the closed position. There was no evidence of acute inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus formation and cusp retraction was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.